Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 cobas c 701 module. The initial calcium result was 8.830 mg/dl. The sample was repeated and the repeat result was 6.540 mg/dl..

Manufacturer narrative:
The calcium reagent lot number and expiration date were not provided, the field service engineer (fse) found a crack in the rinse nozzle head that was dripping into the cuvettes. The fse replaced the rinse nozzle, replaced reagent probes and a sample probe, adjusted rinse levels, and performed a hardware check successfully. The customer performed qc successfully. The investigation is ongoing.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.